Event description:
It was reported that the patient experienced many pulsatility index (pi) events and low flows without an apparent cause. Log files were submitted for review. The event log file captured low flow estimates as well as sustained low flow hazard events when the pi was elevated. The flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the visible data in the log file the mechanical circulatory system equipment was operating as intended electronically and mechanically. It was said that the presence of a possible extrinsic outflow graft obstruction or kink would be investigated. A computed tomography (CT) was planned. The low flow alarms resolved and the patient was asymptomatic. The patient was stable with no changes in plan of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log files collectively contained events from 23may2025 and 06jun2025. Several low flow hazard alarms were captured on (B)(6) 2025 and were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use I(fu), rev. D and the heartmate 3 patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pi. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced multiple low flow alarms on (B)(6) 2025. Log files were submitted for review. The event log file captured clusters of persistent pi events as well as routine power source changes. The log files submitted did not contain any low flow events. No other unusual system controller alarms or any pump faults were seen in the log file. Based on the visible data in the log file the mechanical circulatory system equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the patient's symptoms resolved, and the planned computed tomography was not completed. It was also said that the low flow alarms self-resolved as well. The patient was noted to be asymptomatic at the time of the events. The patient was said to be stable with no changes to their plan of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.